Event description:
A female patient with a complex neurological history had an integra horizontal-vertical (h-v) lumbar valve system implanted in (B)(6) 2012. She had relief for weeks after implantation, but gradually experienced a return of these symptoms, constant headache, nausea, lightheadedness, worse upon standing.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.